Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (4.493 mg/day, 25 mg/ml) and bupivacaine(3.594 mg/day, 20 mg/ml) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that motor stall was seen at initial interrogation and the patient have had an MRI recently. It had been more than two hours since motor stall occurred. The pump was reinterrogated while no interrogation resulted in a recovery. No patient symptom was reported. The event date was (B)(6) 2018. No further complication was reported.